Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Certified insulin pump trainer reported via phone call that customer's insulin pump was hazy and not clear was unable to get a brighter picture changing the back light brightness but was not working. Customer¿s current blood glucose was 118mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit had no missing segments/partial display noted. Unit passed displacement test, sleep current measurement test, active current measurement test and self-test.